Event description:
Subsequent to the previously filed report: the prostyle device was returned with another prostyle complaint device. No device failure was reported for this returned device, no information was provided regarding this device. However, the returned device revealed a needle to cuff miss. No additional information was provided.

Manufacturer narrative:
B5: describe event or problem: revised.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device relative to an unspecified procedure. Reportedly, locking system could not be triggered [failure to fire]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. During returned device analysis, an additional device was returned. The suture was returned partially removed from the guide tube with dry blood was noted noted. The knot and loop of the returned suture were not formed. The posterior needle tip was ejected from the posterior needle shank, remained connected to the suture, and returned with no visible damage. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.